Manufacturer narrative:
After investigation, the root cause was determined to be a lack of standard method - sop 5009-0072 mn covid-19 data submission was published and the responsible staff were trained on the procedure. 98 reports were amended and submitted to the client.

Event description:
On (B)(6), 2022, the technician noted that a plate was incorrectly loaded for 372 samples. Due to this discrepancy, the samples had to be re-run. Before the re-run was complete, the sample submissions team submitted the results for the original run. Of the 372 samples, 98 samples had incorrect results reported, with 87 of those (first 2 bullets) reports having an impact to a patient. 44 reported as detected and should be "not-detected" 43 reported as not-detected and should be "detected" 10 reported a not-detected and should be "indeterminate" 1 reported as detected and should be "indeterminate".